Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 507652 implantable pacing lead - implanted 2009 (B)(6); 377860 x2 implantable pain stim leads - implanted 2010 (B)(6); 37712 implantable pain stim ipg - 2010 (B)(6). (B)(4).

Event description:
It was reported that the atrial lead impedance was high which tripped the lead polarity to unipolar. There were more than 1.5 million high impedance measurements and it was noted the atrial pacing status measured 100% unsuccessful. No further data was available. The lead remains in use. No patient complications have been reported as a result of this event.